Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred years from the date the manufacturer was made aware. Block d6b: explant date: (B)(6) 2022.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure. Additional information was received that the explanted ipg was not returned as it was kept by the medical facility.